Event description:
Nurse opened the package and the metal ball in the accuslide fell out of the package. This set was not on a pt.

Manufacturer narrative:
MFR's report date 03/20/98. One sample was returned to the MFR for eval and found to have the ball dislodged from the accuslide. The MFR has investigated this issue and microscopic eval revealed indentation on the membrane of the administration set indicating that the ball was positioned too high in the slot. The ball and slot were measured and both were found to be in nominal spec. The following corrective action has been implemented: 1. All assemblers were notified of this issue and were retrained on the importance of the ball in the assembly. 2. The assembly process has been changed to add a slide activation, or cycling to ensure the ball moves with the slide. 3. Post activation, the assembly is inspected to ensure the ball is present.